Event description:
It was reported, that the visera elite ii video system center had exhibited an e105 error message. There was no delay. And patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that e105 occurred due to led (light emitting diode) light source unit failure. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.